Manufacturer narrative:
Event date: on an unspecified date in (B)(6) 2019. (B)(6). The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) transfer sets had white sleeves that were loose after closing the twist clamp. This was observed before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) actual samples were received and evaluated. A visual inspection with naked eye was performed with no issues noted. Functional testing, including leak testing, clear passage testing, torque engagement testing, and clamp function testing were performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.